Event description:
A ventilator was returned to a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's oxygen blending module assembly needs to be replaced to address the issue.